Manufacturer narrative:
(B)(4). At this time, carefusion has not received the suspect device/component from the customer for evaluation. The customer evaluated the device and reportedly, the valve had a clicking noise before and now it does not have this noise. The unit passed the patient circuit calibration, but on the performance check, the customer was not able to adjust for a map. The customer replaced the needle valve assembly and reported that the ventilator is performing to specifications. In the event that the device is received for evaluation or additional information is received, a follow-up report will be submitted.

Event description:
The customer reported that the adjust valve on the ventilator was not working. The end-user could not adjust the mean airway pressure (map) with the adjust valve while the device was in use on a patient. There was no patient harm associated with the reported issue. The ventilator was swapped out with another unit.